Manufacturer narrative:
The investigation is on-going at this time. Upon completion, a final report will be file.

Event description:
A surgical patient was undergoing bypass surgery on pump (CABG) and had an impella 5.5 placed for hemodynamic support for the surgical intervention. The team successfully placed the bypass grafts to the coronary arteries. While positioning the 5.5 pump the team observed that the impella 5.5 had perforated the ventricle wall. The pump positioning also may have contributed to valve damage. The team performed an aortic valve replacement and ventricle wall repair.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. No product, data logs, or imaging were returned for analysis. Without these the root cause of the lv perforation and heart valve damage could not be determined. The failure modes will be monitored and trended.